Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. No code available to represent surgical intervention of pacemaker implantation required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA.  A manufacturing record evaluation was performed for the finished device and no internal actions were found during the review. Manufacture reference no: (B)(4).

Event description:
It was reported that a female patient in her forties underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and suffered heart block 3rd degree requiring pacemaker implantation. During the procedure, while the physician was ablating, the patient moved, and the physician came off ablation. There was a loss of conduction from the a-b node. A heart block 3rd degree had occurred. Pacemaker implantation was required. The patient was reported to be in stable condition. The physician stated there was no product malfunction, but that the patient movement during the ablation possibly caused the issue. It is unknown if extended hospitalization was required. Patient¿s outcome was improved. No biosense webster inc. Product malfunctions were reported.